Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The field report indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this brady lead was explanted due to dislodgement, confirmed through x-ray. A new brady lead with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to dislodgement, confirmed through x-ray. A new brady lead with a different model was implanted successfully. No additional adverse patient effects were reported.